Event description:
Staff pharmacist reports one 6060 multi-therapy infusion pump in which 46 hour continous infusion of chemotherapy overinfused by four hours. The 6060 pump "read that 209.7 mls were infused. The bag contained 234 mls total volume before infusion." Infusion rate was 5 ml per hour, 4 ml was used for priming. Reporter stated that no patient injury occurred. No medical intervention was necessary. No additional patient information is available.